Event description:
A report was received from the field indicating the sterrad 200 unit had an odor. The initial reporter noticed oil mist in the air. Five healthcare workers complained of headaches after being exposed to the oil mist.

Manufacturer narrative:
This is capital evaluated at customer's facility. Per the asp field service engineer: odor/smell. Oil filter and catalytic decompressor filter were not working properly. Replaced oil filter and catalytic decompressor filter. The unit meets MFR required specifications. Cause: oil mist filter. This is one of six 3500a reports being submitted for this product malfunction. Please ref MFR report numbers: 2084725-2009-00674, 2084725-2009-00676, 2084725-2009-00677, 2084725-2009-00678 and 2084725-2009-00679.